Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device would not power up under battery power or with the ac adapter (zoll power charger) attached.